Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, there was no power to the station. The customer stated that this malfunction resulted in the thermal marks to the device. There were no delay or adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, there was no power to the station. The customer stated that this malfunction resulted in the thermal marks to the device. As per part investigation, it was determined that there was an electrical damage to the drawer controller board resulted in thermal damage along affected components of the solenoid. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Part analysis: the report of the station shutting down was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: inspected the aux cabinet and found that the solenoid in drawer 7.1 was stuck and not releasing. Replaced solenoid, drawer controller boards, and pyxibus module controller. Successfully tested the drawer using the hardware test application . Verified proper operation with the customer . Visual inspection of the returned solenoid observed thermal damage along the part . Electrical measurement of the solenoid noted the component to be shorted. Visual inspection of the returned drawer controller boards and pyxibus module controller observed no obvious issue; however, electrical measurement of the boards noted components to be shorted on one of the drawer controller boards. Shorted drawer controller board and damaged solenoid components are indicative of issues affecting stations . There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported station shutting down was traced to the following faulty components: solenoid and drawer controller board; all of which were received and observed to be defective. Electrical damage to the drawer controller board resulted in thermal damage along affected components of the solenoid.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, there was no power to the station. The customer stated that this malfunction resulted in the thermal marks to the device. As per part investigation, it was determined that there was an electrical damage to the drawer controller board resulted in thermal damage along affected components of the solenoid. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section d unique identifier (UDI).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, there was no power to the station. The customer stated that this malfunction resulted in the thermal marks to the device. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that there was no power on the station. The field service engineer (fse) inspected the auxiliary cabinet and found that in drawer, the solenoid was stuck and not releasing. The solenoid, drawer board, and controller board were replaced. The drawer was then tested using the hardware test application. Registered pharmacist tested in the application, and all failures were successfully cleared. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.